Event description:
Ous MDR - the linox as well as all the crt-d system were implanted june 30, 2009. On (B)(6) 2013, during the regular follow-up, the lead impedance was observed as 274 ohms, although it was between 585 ohms to 616 ohms since the lead was first implanted. The physician suspected the lead failure and removed the lead on (B)(6) 2013. The crt-d was also exchanged to a new crt-d. A-lead and lv-lead were still used in this system.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The analysis of the lead demonstrated multiple signs of wear. In particular, in the region of the tricuspid valve the insulation was found rubbed through. These damages can be considered to be the cause of the clinical observation as mentioned in the complaint description. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the bent fixation helix resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.